Event description:
It was reported in the patient's medical records that the patient underwent surgery for implant of posterior fixation from the occiput to c6. Allograft, autograft, and bmp were used for the lateral fusion mass from occiput to c6. Pre-operative diagnosis was c1-2 subluxation, stenosis, myelopathy, c4-5 stenosis with myelopathy. Patient previously had a c5-7 fusion. Approximately 11 months post-op, the patient underwent a revision procedure due to pseudoarthrosis from occiput to c2 and a fractured rod on the left between the occiput and the lateral mass screw in c3. Procedure was for removal and replacement of left sided instrumentation and for occiput to c2 arthrodesis with autograft, dbm, and bmp.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
Both sections of the rod were evaluated at a third party facility. Fracture surface viewed with optical stereo microscope shows significant wear on both parts. Some discoloration noted on the wear surface. Rod edges rounded by wear to the extent that material is displaced radially beyond the od of the rod. High magnification photographic examination showed there were numerous dents in the rod along the length. The end of the rod was shear cut. The fracture surface on the rod piece was less damaged than the fracture surface on the skull plate piece. The rod end was viewed in the sem as-received. The fracture surface contained residues and damage. No obvious striations were observed. No ductile dimples were observed. The edge of the fracture surface, viewed at an angle, showed post fracture mechanical damage smearing off the edge. An eds analysis was taken of this material and showed nothing out of the ordinary ti, al, v and low levels of c and o were observed. There was a larger dent near the fracture surface viewed in detail. Looking at higher magnifications, very small crack-like lines were observed on the surface. Eds analysis was performed and did not find anything out of the ordinary ti, al, v and low levels of c and o were observed. No larger or other secondary cracks were observed near the fracture surface. The skull plate end was viewed in the sem as-received. The intrados side of the rod near the fracture surface shows a lot of smearing on the sides. No secondary cracking is observed on this side. The fracture surface is damaged with post fracture mechanical damage.